Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with failure code 2; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with failure code 2 was not confirmed or reproduced during evaluation. However; service did confirm failure code 27. The cause of this condition was determined to be a contaminated safety/slide clamp assembly. The safety slide clamp sensor contacts were cleaned to fix the reported condition. A service history review revealed that this device was previously serviced for the reported condition. The device history record review revealved that the data card was discarded per doc. 20j retention period.